Event description:
During a surgical procedure with the da vinci surgical system, the surgeon reported that he could not move the instrument down the insertion axis. The surgeon decided to convert the planned procedure to non-robotic surgical techniques. Whether the procedure was converted to open or laparoscopic surgical techniques was not recorded. No pt harm, adverse outcome or injury was reported. No additional pt info was provided.

Manufacturer narrative:
Isi field service engineer was unable to find a malfunction with the da vinci surgical system. A review of the system error logs produced no indication of a system malfunction. Issue was concluded as likely caused by poor surgical case setup. Inappropriately located surgical instrument cannulae ports may have applied back pressure on the robotic joints thus restricting movement of the instrument down the insertion axis.